Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 7.75 mg/ml) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back surgery syndrome. It was reported that the patient had a "fusion back in (B)(6)." It was suspected that the catheter was inadvertently cut because the patient's pain came back after the surgery. He was supplemented with oral medications. A dye study was performed and they were unable to aspirate the catheter. The incision was opened and the doctor saw the catheter was sheared in both the pump segment and the spinal segment. The catheter was replaced. The old catheter was discarded. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.